Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, fluctuations in the monitored no concentration were observed. According to the hospital's report, the target dose was set to 20 ppm and the monitored no concentration fluctuated from approximately 3 ppm to 40 ppm. The device was subsequently removed from the patient and exchanged for another unit, after which the dosing issue resolved. A transient desaturation was observed by hospital staff during the event. Following the device exchange, the patient's vital signs returned to pre-event levels. No lasting adverse effects were reported. Ventilator mode and settings: rate 25, pip 32, peep 8, ps 14, fio2 45%.